Event description:
Complainant alleged that during a routine shift check by a clinician, the device's manual mode switch would not function. The complainant indicated that there was no pt involvement in the reported failure.